Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom case in excellent condition and no visible contamination. Event log history was performed and indicated that battery not working was recorded in history. During analysis, the reported problem was able to be duplicated during power up process, battery readings were all 0. Service replaced interconnect board and battery to correct the reported issue, performed power up process and device passed all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during preventive maintenance, it was noted that the interconnection board of a smiths medical medfusion pump was not functioning correctly. No patient was involved in this event. No adverse effects were reported.